Event description:
Customer reported: during the re-positioning of the femorale venous cannulae, the cannulae was pinched with the surgeon's fingers and didn't go back to it's initial shape.

Manufacturer narrative:
No sample available for return. Unable to evaluate although from the report, the damage to the device was clearly a result of the physician squeezing the reinforced portion of the device.